Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) machine during use, while the patient was connected in fill, the home patient (hp) stated they had no solution left in the heater bag so they disconnected the heater bag and reconnected another bag to the line. The technical service representative (tsr) assisted the hp with ending therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a use error, reuse of single-use product was confirmed because the patient reported only switching the heater bag and reused the rest of the disposable supplies; however, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.